Event description:
It was reported that the in-office battery voltage was below the save to disk battery voltage. Also noted was possible premature battery depletion. The device is stiill active. No patient complications have been reported as a result of this event.

Event description:
It was reported that the in-office battery voltage was below the save to disk battery voltage. It was also reported that the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and low telemetered battery voltage was observed. On (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.93v.

Event description:
It was reported that the in-office battery voltage was below the save to disk battery voltage. Also noted was possible premature battery depletion. The device is stiill active. No patient complications have been reported as a result of this event. (B)(6) 2011 it was also reported that the device was at elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed, and low telemetered battery voltage was observed. On (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.93v. The device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed, and low telemetered battery voltage was observed. On (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.93v. Analysis of the device is in process; the results will be forwarded when available.